Manufacturer narrative:
Equipment used: vis (m-78210), 203cm ruler (m-83361), pin gauge sets (m-84082, m-84080) document used: (B)(4). C as found condition (condition of returned device): two axium implant coils were returned for analysis within a shipping box; within an their opened axium implant coil inner pouches and within individual dispenser tracks. Visual inspection/damage location details: (pli-10) the axium was returned within the introducer sheath. The axium implant coil pushwire was found to be bent at ~31.7cm, kinked at ~73.9cm and kinked within introducer sheath at ~115.0cm from proximal end. The axium coil was found to be already detached and not returned. The coin was found to be not against lumen stop. The shield coil was found to be stretched. No other anomalies were observed. (Pli-20) the axium implant coil was returned within and out of the introducer sheath. No bends or kinks were found with the axium implant coil pushwire. The axium coil was found to be stretched and damaged within and out introducer sheath. No other anomalies were observed. Testing/analysis (including sem reports): (pli-10) the axium implant coil tip od (outer diameter) was unable to be measured. The ID (inner diameter) of the introducer sheath was measured to be 0.0190¿ which is within specifications. (Pli-20) the axium implant coil tip od (outer diameter) was measured to be 0.0111¿ which is within specifications. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed; however, the root cause was unable to be determined. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿- 0.017¿ with two marker bands. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coils and can be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils experienced resistance and became stuck in the distal part of the echelon microcatheter. Another coil was used to complete the operation. There was no damage to the catheter or coils. He patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left c6 segment. The max diameter was 3.2mm, and the neck diameter was 1.9mm. The patient's blood flow was normal, and their vessel tortuosity was minimal. Additional information received that the coil did not come out of the introducer sheath smoothly. The cause of the event was not determined. Additional information received reported the introduction sheath was vertical and had no bends when the implant coil was pulled back inside during hydration during preparation.